Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and high capture thresholds on the left ventricular (lv) lead channel. The device was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted. The device will not be returned for analysis as the patient wanted to keep the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and high capture thresholds on the left ventricular (lv) lead channel. The device was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted. The device will not be returned for analysis as the patient wanted to keep the device.

Manufacturer narrative:
A risk review performed for the autogen device confirmed that the event of pacing impedance high out of range is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product was kept by the patient and will not be available for return for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device is currently retained by the patient, and no return is expected for this time. Therefore, no analysis of the product will be performed. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the no problem detected investigation conclusion was selected based on lack of objective evidence of a device anomaly and it having passed product record reviews.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and high capture thresholds. The device was surgically abandoned and replaced. No additional adverse patient effects were reported.